Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, current, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no a17, no a21 and no weak battery alarm noted during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she tried to change the battery, the insulin pump completely blacked out. In the alarm history there were two unexpected restart and two external error alarms. Customer's blood glucose level went down to 39 mg/dl. The customer treated her blood glucose level with food. While filling the tubing, the numbers did not appear on the screen. The insulin pump also alarmed weak battery and no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis.